Event description:
A customer reported a false negative total beta-hcg result on a patient sample. Positive results were obtained upon repeat analysis. False low total beta-hcg results may lead to inappropriate physician action. There was no report of patient harm as a result of this event.